Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported failure to deploy (device malposition) could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of a femoral vein was attempted using a proglide device with a 7f sheath after an interventional electrophysiology (ep) procedure. Reportedly, when the device was removed, the knot became undone. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported knot became undone when the plunger was removed as an anterior needle to cuff miss based on the returned device condition. It was reported that no femoral angiogram was performed. It should be noted that the perclose proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. In this case, it may be possible that anatomical conditions contributed to a needle deflection during plunger deployment and subsequently contributed to the observed anterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported knot became undone when the plunger was removed appears to be related to an observed needle to cuff miss due to interaction with the patient anatomy. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.d10, h3: device returned for analysis. H6: method code 4114, results code 3221, conclusion code 67 were removed.